Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing intermittent high blood glucose (bg) levels (mid 200s to over 240 mg/dl). The customer was not sure what was causing the high bg; however, thought it could possibly be related to bronchitis. A bolus via the pump was delivered to address the bg level. As the events had occurred in the past, troubleshooting to confirm the cause could not be performed.